Event description:
A company representative reported that the patient has been experiencing 2-4 occlusions per day since (B) (6) 2009, although, no e4 error is displayed on the infusion device. The patient reports there seems to be bubbles in the luer connection of the infusion set and he believes an e4 should be displayed. His blood glucose has been elevated up to 20 mmol/l (360 mg/dl). The patient has changed the infusion set and primed multiple times in an effort to resolve the issue. The patient was sent a replacement infusion device. Upon follow up, the patient stated within an hour and a half of beginning use of the replacement infusion device, there were air bubbles in the infusion tubing and no error was displayed on the infusion device. He stated all accessories were new. The patient refused suggestions to minimize air bubbles. Upon follow up, the patient stated he began changing the insulin cartridge every 3 days instead of 6 and at first he experienced no air bubbles. He stated the issue is now recurring and his blood glucose was elevated to 12.8 mmol/l (230 mg/dl) when he woke up. Through troubleshooting, it was found that the patient disconnects the infusion tubing from the infusion device when he sees air bubbles. He was advised against this. The patient was not willing to perform further troubleshooting. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The patient was sent a second replacement infusion device. Product was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it was be provided in the supplemental report.